Event description:
Customer reported blood glucose results of 263 mg/dl and 67 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, treatment, or adverse event relative to these discrepancies. A request was made for the return of the system, replacement was sent.